Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the site was experience the following issues: a 2d shots were sometimes not possible. Slow gantry movement. Pendant screen changing from normal 2d mode view to the three bars. Delayed reaction of the o-arm after pressing a button on the pendant. The ram memory was checked and found to have 6144 mb of memory available. The actual reported problems were unable to be reproduced. The medtronic representative sent the logs to the manufacturer for analysis in a software investigation. The pendant was also exchanged but not sent back to the manufacturer for analysis. No patient was present. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was experience the following issues: a 2d shots were sometimes not possible. Slow gantry movement. Pendant screen changing from normal 2d mode view to the three bars. Delayed reaction of the o-arm after pressing a button on the pendant. The ram memory was checked and found to have 6144 mb of memory available. The actual reported problems were unable to be reproduced. The medtronic representative sent the logs to the manufacturer for analysis in a software investigation. The pendant was also exchanged. No patient was present.